Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon wait 15 seconds prior to firing? Yes, he does wait in all the times. Was buttressing material used? No, he does not use buttressing material. The surgeon only performs oversewing with running suture whenever he performs a sleeve gastrectomy. This surgeon has a 90 % bypass and 10 % sleeve mix. All the 3 cases which resulted in death were gastric bypasses. Was there any issue noted with staple formation in initial procedure? In 1 of the 3 procedures, the surgeon identified a problem with the staple formation, but he could immediately realize the problem, and fix the staple line with a common suture. It was on the leak case, and he mentioned it was a very difficult surgery from a technical standpoint, as the patient was a super-obese patient with bmi ok 48 kg/m2, and had many comorbidities. How long after initial procedure did bleeding occur? The 2 cases of bleeding occurred within the first 24 hours postoperatively. The third case was a leak with peritonitis and abdominal sepsis. How was the bleeding identified? Through abdominal CT scans after clinical deterioration ( abdominal pain and clinical signs of anemia ) . How was the bleeding addressed? One of the cases was managed conservatively and another case was managed endoscopically, according to the surgeon. ( he could not provide details of the endoscopic management ). Why does the surgeon associate the bleeding with the echelon stapler? He does not associate any of the bleedings or the leak with the echelon stapler. He said that staple line complications are a risk of the procedure and felt very confident that these complications occurred regardless of the brand of the stapler. Please explain timeline of events. Surgery. Within 24 hours of postoperative period, patients had clinical deterioration with signs of anemia and hemorrhagic shock, with the need of blood transfusions and abdominal CT scans. One patient had refractory shock and didn´t have clinical conditions to undergo a new operation, and the second patient underwent an upper gi endoscopy, but eventually died of hemorrhagic shock. The third patient ( leak case ), has signs of sepsis, underwent a reoperation on post-op day 3, but died of septic shock on 4th day post-op. Has the cause of patient death been determined? Yes, hemorrhagic shock in 2 patients secondary to bleeding, and one third case peritonitis and septic shock. The surgeon mentioned that the most acute case of death was related to cardiogenic shock. Was an autopsy performed? If so, can the results be shared? No, none of the patients underwent an autopsy.

Event description:
It was reported that post-operative of a gastroplasty procedure, there was bleeding in the stomach. Patient died.